Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Date of event: exact date unknown, information not provided. Best estimate is (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 9.5 diopter was explanted due to the patient being dissatisfied with their near vision as she wanted to be able to see up close to read. There was nothing wrong with the lens. As a result the lens was explanted and replaced with a non johnson and johnson iol. Reportedly the patient is doing fine post-operatively. No more information was provided.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on 4/23/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose particles on the lens surface that could be related to handling of the product in a nonsterile environment. The lens was received cut in half with a haptic detached and lubricant material residue on the surface. The reported issues were not verified. Due to the condition of the sample returned product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: initially entered (B)(6) 2019 as reported by the customer. However, the customer later explained the correct explant date is (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.